Manufacturer narrative:
A timely MDR submission was attempted on (B)(6) 2015 during a cdrh emdr system outage. Per the questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff section , the attempted filing is being documented in block h10 of the electronic submission. The device has not been received for evaluation at this time.

Event description:
It was reported that during testing at the healthcare facility, the protective lens cover was missing from the tibial/pelvic tracker. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event that the protective lens is missing was confirmed through the service evaluation process.

Event description:
It was reported that during testing at the healthcare facility, the protective lens cover was missing from the tibial/pelvic tracker. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.